Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of device memory indicated an issue with the battery voltage measurements. Seven of the last 8 battery voltage readings were 2.79 volts and one was 2.05 volts. "Batteryref" value was 511. Battery status ok with remaining longevity estimated at 11.5 years.

Event description:
It was reported that during use of implantable pulse generator (ipg) the device battery voltage reached level which healthcare professional expected elective replacement indicator (eri) trigger, however no eri trigger occurred. Diagnostic testing/troubleshooting performed, and the ipg remains in use. No patient complications have been reported as a result of this event.